Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product location unknown

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2014 due allegations of grinding noise, metal debris, chills, pain, blood infection, and difficulty getting out of bed. No further information has been provided. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. Additional information received operative report noted tissue reaction with hemorrhage without implant material consistent with traumatic injury. The infection of the hip joint was not verified, as no evidence of a joint infection was found. During the revision, the head was removed and replaced. Operative notes further report that patient was found to be bacteremic and was placed on a PICC line for lifelong antibiotic suppression on (B)(6) 2014. Operative report further noted osteolysis about the trochanter and the presence of "gross, purulent fluid." Patient also underwent aspiration procedures on (B)(6) 2014.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Date of event - (B)(6) 2014. Date explanted - (B)(6) 2014. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event.

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised on an unknown day in (B)(6) 2014 due allegations of grinding noise, metal debris, chills, pain, blood infection, and difficulty getting out of bed. No further information has been provided. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.